Event description:
Reportable based on device analysis completed on 25-oct-2018. It was reported that advancing difficulty were encountered. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the device failed to advanced over a non-bsc guide wire. The physician pulled the entire system out and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft hole in material. Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed buckling of the guidewire lumen 4.7cm from the tip. There is a hole in the guidewire lumen 4.7cm from the tip and it appears to be consistent with a guidewire puncturing it. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. Guide wire was advanced into the guide wire lumen and was unable to pass the buckled section. There is contrast present in the inflation lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.